Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : not returned.

Event description:
Just after surgery with triathlon ps, a fracture was found at superior lateral of box. The fracture is stable, but the patient has unloaded for 4 weeks just to be safe.